Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid in the effluent bag. The patient was hospitalized for one day and was treated with unspecified oral antibiotics (ongoing) for the event. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.